Event description:
It was reported that vessel occlusion occurred. A 4.00mm x 150mm, 150cm ranger sl was selected for use. The procedure was completed successfully; however on the next day, the portion of the vessel that was treated by the ranger device completely occluded. The patient fully recovered.

Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date.